Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial report with MFR report # 0003015876-2026-00511 and stryker reference# (B)(4), submitted on 03/05/2026, was submitted in error. This report was found to be a duplicate of the initial MFR report # 0003015876-2025-02699 and stryker reference# (B)(4), submitted on 12/19/2025.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.